Manufacturer narrative:
Balloon rupture is addressed in the provided IFU. Device was returned in a used and contaminated condition. Balloon burst, compliance, and fatigue verification testing is performed. The rbp of 15 atms is documented in the IFU and label. The device is inspected to ensure balloon is undamaged. There is a test performed on a minimum of 10 balloons per lot. Each device is leak tested and the balloon bonds are examined. Each device is shipped with IFU that delineates the proper inflation and deflation procedures. These detection activities will likely result in a very high probability of detection to prevent rupture. During investigation, the balloon was inflated using saline and a 10 cc syringe. Blood was present inside the balloon. A pinhole leak was detected 5 mm proximal to distal cone of balloon upon pressurization. The balloon did not rupture as there were no linear or circular tear of the balloon material. The physician likely felt and observed the drop in pressure during the third inflation. The pressures applied to the balloon at the first two inflations were not reported. The outcome of the event was not reported, but likely resulted in removal of the device without complication. Pt anatomy may have contributed to the event. A defect in the balloon material may result in a pinhole leak, but is unlikely. A defect in a balloon typically results in a linear or circular tear. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.

Event description:
The balloon was used in a highly calcified sfa, but it was soft plaque and they had blown it up twice at this point and the third time it went up not even to its burst of 15, it burst at 14 atms. From the info provided, no add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.